Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument not recognized by system. The site swapped to spare instrument and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. Failure analysis found the primary failure of failure during initialization to be related to the customer reported complaint. The instrument was found to have multiple homing failures during initialization based on remote log review, but was not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage. Energy was delivered without any issues and passed the cut test. Root cause is no problem detected. Additional observation(s) not reported by site. Upon visual inspection, the instrument was found to have a dislodged ceramic dot. The dislodged ceramic dot was not returned and measured approximately 0.040" in diameter. The swipe test was performed and confirmed the jaw ceramic dot was not present. Root cause is typically attributed the misuse/mishandling.